Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted . Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared a laboratory result using a siemens 700 analyzer with siemens reagent. The results were within 4 hours of each other. The meter result was 5.9 inr. The laboratory result was 3.3 inr. The result was reported to the customer's doctor and the warfarin dose was adjusted based on the lab result. The customer¿s therapeutic range is 2.5-3.5 inr.